Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot pb2179, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a dual pacemaker implant procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture broke at the first closure of pacemaker pocket (inner layer). There were no adverse patient consequences reported. No additional information could be provided.